Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a separated eluvia self-expanding stent system stuck inside the device in report 2134265-2019-04766. The returned portion of the device was checked for damages. Visual examination revealed that the inner liner is separated 22.6 cm from the tip. The missing parts are the entire handle, all the components inside the handle, the outer sheath, the middle sheath, the proximal liner, the proximal portion of the inner liner, and the stent. There are multiple kinks to the proximal section of the inner liner. Microscopic examination revealed no additional damages. There is blood present inside the inner liner. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found multiple kinks to the inner liner and a separation at the inner liner.

Event description:
The device was returned with no reported complaint in addition to the device from report# 2134265-2019-04766. A 6 x 100 x 130 eluvia drug-eluting vascular stent system was selected for a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (sfa) chronic total occlusion (cto). During the procedure, the first 2 stents were delivered successfully. When attempting to deliver the last stent (captured in report# 2134265-2019-04766), it deployed directly into the non-bsc sheath. The locking mechanism was still on the thumbwheel. There was no resistance when advancing the device through the sheath. The sheath was removed with the deployed stent in it, and replaced with another one. A new eluvia stent was placed and the procedure was completed. There were no patient complications. However, device analysis completed on 30may2019 revealed a separated inner shaft.